Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was initially implanted with an ovation ix device to treat an aneurysm. Recently the patient was presented with a (possible) endoleak via CT scan. A re-intervention is planned at a later date to treat the endoleak. As of the date of this report there have been no additional patient sequelae reported. There was no additional information provided. The patient is being monitored.

Manufacturer narrative:
At the completion of the investigation the reported indeterminate endoleak endoleak complaint is confirmed. Device, user, procedure or anatomy relatedness of this complaint could not be determined. Procedure related harms for this complaint could not be determined. The final patient status was reported to be under surveillance. The manufacturing record review did not reveal any issues or deviations that would explain the reported event. The manufacturing records confirm that the lots met all requirements prior to release. There were no ncrs included in these lots. Devices remain implanted in the patient. The lot usage history shows that no other units from the affected lots have been involved in any similar complaints at this time. Device was not returned, no evaluation completed. This complaint is not CAPA eligible at this time. These types of events will be monitored and trended as part of the quality system.